Event description:
During the takedown of the left internal mammary artery, doctor stated the clip applier took several attempts of squeezing the device to get the clip in to the area to then be deployed. Physician concern was that the clip applier could have cut/damaged the mammary if the clip was not in the correct location to then be applied to the artery.